Manufacturer narrative:
At this time, the maj-1080 cylinder hose is not returning to olympus for evaluation; however, there is the possibility the o-ring will be returned for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the o-ring of the subject device swells up when in use, but returns to normal afterwards. Their concern is that this may be the cause of carbon dioxide gas leaks they are experiencing. The intended procedure was successfully completed using the same device. There was no report of patient or user injury due to this issue. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer¿s final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Inspection of the o-ring found no anomalies. The returned o-ring was installed in the maj-1080 equipment, but no abnormality was confirmed. It was not possible to determine the cause of the event as the indicated phenomenon could not be reproduced. Olympus will continue to monitor field performance of this device.